Event description:
It was reported that during a thyroidectomy procedure, the clips would not advance and would not close. Another device was used. There was no pt consequence.

Event description:
Caller reported blood glucose results of 229 mg/dl and 119 mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.